Event description:
The complainant reported that an rp pump was placed to support a patient with acute myocardial infarction and cardiogenic shock. During support, 'placement signal unreliable' alarms occurred. The placement signal never resolved to display positive pressure values. Pump position was confirmed via echocardiography, and support continued. No known patient harm or injury occurred.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of optical signal issue has been completed. No product was returned for evaluation. After review of the returned data logs, it is indicated that the cause of the issue is a result of the sensor. Clinical details noted that a alarm was noted in the field with pressures reading extremely negative and clinical staff believed the sensor was unreliable. The root cause of the placement signal issue was most likely due to sensor drift determined from returned data log analysis. A review of the device history record (DHR) for the suspected product and historical complaint data was conducted. 7 parts from lot #2024320712 (174 total) failed visual inspection due to scratches and were scrapped. There were 6 other product malfunction complaints, (B)(4), in subcomponent lot #2024320712 (174 total) related to this failure mode.